Manufacturer narrative:
UDI information is unknown. Operator of device is unknown. No information has been provided to date. Manufacturing site address is unknown. Premarket (510k) number is unknown. The device history record (DHR) is at supplier. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4).

Event description:
It was reported that was stable at 60 percent not changing as per our flow meter settings. No patient injury was reported.